Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of moderate thrombosis, manifested by a sudden loss of bruit and thrill, with inability to perform cannulation due to a thrombus as evidenced on intraoperative doppler, that required surgical intervention.the event was considered resolved; target lesion related, probable related to device, and not related to procedure.